Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had bilateral lower extremity arterial ischemia. The patient reported a burning sensation on their feet. A venous and arterial ultrasound was performed as well as a computed tomography (CT) scan and angiogram with intervention. The patient had a left, below knee amputation on (B)(6) 2026 and a right trans metatarsal amputation on (B)(6) 2026. It was also communicated that the patient had an episode of wide complex tachycardia post operatively on (B)(6) 2026 that broke with amiodarone, and their rhythm had remained stable afterward. They had atrial fibrillation on (B)(6) 2026 that resolved the same day after being given digoxin and reoccurred on (B)(6) 2026 for which they were given intravenous (IV) amiodorone. This reoccurred again on (B)(6) 2026 for which it was treated the same. The patient also had runs of non-sustained ventricular tachycardia from (B)(6) 2026.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D is currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.